Event description:
It is reported that the device was implanted on (B) (6), 2007. Patient has been experiencing pain, and it is noted that the tibial tray is loose. It is unknown if a revision surgery is pending.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height and weight is unknown. Based on the available information, a definitive cause for the tibial baseplate loosening cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.